Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported unknown side "noticed a hole in the seam". Device was explanted and replaced with a backup.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening device in the stable base-shell bond edge side assessed as an unidentified (tear) opening. Shell thickness within specification). Use error: unable to observe as it is related to the time implanted and is not related to the device. Seroma: unable to observe as it is a medical event not related to the device. Additional observations: white particles observed in the surface of the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side "noticed a hole in the seam". Later, healthcare professional reported that there was no mention of seroma on operating procedure report; therefore, seroma was removed as an event.

Event description:
Healthcare professional reported left side "noticed a hole in the seam". Healthcare professional additionally reported left side "some serous fluid within the tissue expander."

Manufacturer narrative:
In response to FDA report number: (B)(4). Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening device in the stable base-shell bond edge side assessed as an unidentified (tear) opening. Shell thickness within specification). Use error: unable to confirm as it is a medical event not related to the device. Additional observations: white particles observed in the surface of the shell. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: b5, d6a, d9, e4, g2, h3, h6. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.